Event description:
As reported by the user facility information by bbm sales organization in singapore: "unintended bolus /claw malfunction". "The complaint analysis was finished from our qc. The pump presented the device alarm 2112. On (B)(6) 2022, between 1030hrs to 1200hrs, perfusor space (B)(4) that was used for morphine infusion (10ml terumo luer lock syringe) experienced a claw malfunction with error code, and the drive head pushes the syringe plunger on its own, causing the drug being delivered without prompt. On 12 aug 2022 , b.braun sales rep received an update from the hospital bme (mr (B)(6)) via email at 0906hrs. Perfusor space (B)(4) was used to infuse morphine (1mg/ml). Vtbi was 10ml and infusion rate was 0.7ml/hr. Statement by staff nurse ms (B)(6): at 1052hrs, upon noticing that morphine was finishing on the syringe, sn (B)(6) prepared a new syringe filled with 10ml of the same drug. She performed the syringe change and was prompted to select the syringe size. "Terumo 10ml syringe" was selected. The selection initiated the drive head to move towards the plunger. However, drive head did not stop after membrane plate made contact with the plunger. The plunger was pushed forward, resulting some of the drug to be infused into the patient. When "claw malfunction" was displayed on the lc display, sn (B)(6) found 2ml of morphine left within the syringe. Hence, it is believed that 8ml of morphine was infused into the patient due to this occurrence. Patient's condition was stable on (B)(6) 2022. Patient passed on (B)(6) 2022."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 1. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688n030005. Hours of operation: 1056 h. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. According to the day of occurrence our development department especially analyzed the device history on the (B)(6) 2022 at 10:52 am. Relevant entries of the device history: 10:52:06 infusion stopped; 10:52:37 syringe "terumo 10ml" confirmed; 10:52:52 syringe holder pulled; 10:53:32 syringe "terumo 10ml" confirmed; 10:53:45 drive approached the syringe (with app. 2 ml content); 10:53:45 alarm claw malfunction; 10:53:56 syringe holder pulled; 10:54:38 syringe "terumo 10ml" confirmed; 10:54:54 syringe holder pulled; 10:55:16 pump disconnected from mains; 11:33:12 pump switched off. Conclusion: at 10:52:37, a "terumo 10ml" syringe was confirmed. 15 sec later (10:52:37) the syringe holder was pulled out without the syringe being grasped by the pump. The behaviour that the drive head empties the syringe into the patient when approaching the syringe can happen if firstly, the connection between the pump and the patient was not properly interrupted during the disposable article change, and secondly, a foreign object was improperly placed between the syringe plunger and the plunger plate sensor during the approach of the drive head. Subsequently, at 10:53:32, another "terumo 10 ml" syringe was confirmed and grasped by the pump (10:53:45) (with app. 2 ml content) and in the same second the alarm claw error was triggered by the pump. The cause of the claw error alarm cannot be determined. Then at 10:53:56 the syringe holder was pulled again and at 10:54:38 a "terumo 10ml" syringe was confirmed and grasped by the pump (10:54:49) (with app. 2 ml content). At 10:54:54 the syringe holder was pulled again and at 10:55:16 the pump was disconnected from mains and switched off at 11:33:12. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A terumo 10ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection syringe change: for checking the complaint malfunction the device was started and a terumo 10ml was inserted 20 times to see if the syringe was correctly recognized and grasped. No error could be detected. 3.5 individual inspection: a delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4)%. Accuracy of set delivery rate should be (B)(4)% according to iec/en (B)(4). 3.6 disassembling: the device was disassembled completely, and the inside was investigated. No damages were found in the inside. 4. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. In our instructions for use chapter patient safety we point out: only connect to patient once the syringe has been inserted correctly and there is proper fixation of the syringe pressure plate by the claws of the drive head. Interrupt connection during syringe change to prevent incorrect dose delivery. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.